Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the infection was unknown. The system was removed and the issue was resolved. No further complications were reported.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the explant was done on (B)(6) 2020. No manufacturer representative were at the removal. It was assumed that the device was disposed of at the removal . No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4) , ubd: 21-dec-2021, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient had an infection. The rep reported that the patient was complaining of pus coming out of her incisions in her back. The rep later reported that the patient had pus coming out of their incision in the middle of the back from lead implant. The patient was advised to go see their hcp for evaluation as the system may need to be explanted. The rep called the hcp office to make them aware of the situation. The rep reported that the patient didn¿t report any other symptoms and didn¿t state that an infection was confirmed. No further complications were reported.